Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was checked in the ER and it was noted that the ra lead was having variable capture threshold and significant far field sensing from the rv lead. Chest x-ray revealed the ra lead appeared to have a low position and currently is suspected to have dislodged from its implanted position. The lead was explanted and replaced. Patient stable.